Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) and right ventricular (rv) leads were pulled back and became dislodged. The physician elected to replaced both leads due to the implant procedure being "difficult and the leads were tough to manipulate." No patient complications have been reported as a result of this event.